Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm occurred. The motor passed motor test. The insulin pump had broken belt clip slot and scratched on display window. (B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received motor error alarms and no delivery alarm. The customer's blood glucose was 28.6 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the no delivery alarm was resolved by a complete set change. The insulin pump will be returned for analysis.